Event description:
It was reported that intra-operatively the inner saddle mechanism within the screw head was dislodged and became caught in the threads of the screw shank in the patient. The screw was removed and replaced. However, the difficulty resulted in the patient being exposed to approximately thirty additional minutes of anesthesia.

Manufacturer narrative:
Visual examination of the returned screw found its inner shoulder was displaced from its initial position. Additionally, threads in the tulip head of the screw were damaged and several scratches were observed on the head of the screw, presumably having occurred during screw removal. A review of the DHR identified no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. No definitive conclusions can be made. However, the damage indicates that the inner shoulder displacement likely occurred during screw removal. Additionally, thread damage appears to have occurred during tightening of a set screw that was used during the procedure. In the absence of a product sample or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the evaluation.